Event description:
It was reported that during a da vinci s aortic coarctation repair surgical procedure, the tip of the permanent cautery spatula instrument broke off and fell into the surgical field. The broken piece was immediately retrieved. The planned surgical procedure was successfully completed. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation, a follow-up MDR will be submitted.